Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the initial part of the right vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was advanced for treatment. The balloon was dilated, and the stent was well-expanded. However, it was observed under digital subtraction angiography (dsa) that the stent shape was different. The stent beam was thick, and the shape of the stent holes was not consistent with the previous sd stent devices. The procedure was completed with this device. No complications were reported, and the patient's condition was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.